Manufacturer narrative:
A software analysis was conducted. Analysis found that the cause was not traced to the component and that it was error due to human. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection. It was reported that the site registered and put on the sterile frame and then noticed the images not on the screen. Technical services (ts) requested the site to confirm the orientation of the reference frame and it was found to be upside-down. After re-orientating the frame they saw the images but the image was off to the side. Technical services (ts) recommended checking the cross-hair movement as well and after changing the images while staying stationary the site was pleased and completed the surgery with no delay and no patient impact.